Manufacturer narrative:
Evaluation of the returned sep8 confirmed that the tip distal to the bulb was fractured off the delivery wire. If the sep8 is repeatedly manipulated through tough clot, the distal tip may become fatigued and damage such as a fracture may occur. The fractured distal tip was not returned for evaluation. The reported kink on the remaining wire distal to the bulb of the sep8 could not be confirmed. Further evaluation of the sep8 revealed a kink on the pusher wire. This damage was incidental to the complaint. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a medical procedure in the right popliteal vein using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician completed three passes in the target location using the sep8 and the cat8 and experienced resistance while using the sep8 during all three passes. While making the next pass, the physician experienced resistance while advancing the sep8 and subsequently visualized under fluoroscopy that a piece of the wire distal to the bulb of the sep8 had fractured and remained in the target location. The physician also observed that the remaining wire distal to the bulb of the sep8 was kinked. The physician then used the cat8 and made several attempts to aspirate the wire; however, the piece of the wire distal to the bulb of the sep8 could not be removed and was stuck in the patient''s vessel. Therefore, the physician decided to allow the piece of the wire distal to the bulb of the sep8 to remain in the patient. The procedure was completed using the same cat8.